Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported the issue was resolved after meeting with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathies and spinal pain. It was reported that starting about 4 days prior to the report, the patient said the temperature gauge appeared on the recharger screen. The patient said since the saturday prior to the report the ins was getting hot off and on. The patient was asked if the ins was hot while charging and the patient responded with the last time he tried to charge it got real warm. The patient said the manual mentioned to not have any clothes over it and he tried that, but it still got warm. The patient clarified the ins gets warm and not the recharging antenna. A rep said they were on their way to meet the patient. No further complications were reported.

Manufacturer narrative:
Product ID 37791, serial# unknown. Product type recharger. Codes have been updated to align with the new information. Previous device codes and patient codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was not heating while charging, they indicated that this information was factually inaccurate. It was reported that the patient had reported tingling in their genital area. The rep interrogated the device and ensured it was turned off. The stimulator was not causing this and the patient was referred to urology by the pain physician at the va. No further complications were reported/anticipated. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"